Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin on (B)(6) 2025. Date of event is an approximation. On the same day, it was reported by email that the patient experienced inaccurate cgm values. According to the attachment, the patient died. He son found her and the hospital saved her life. She noted 2-3 additional calibration problems since then. She requested compensation for her and her family due because of the event. Additional documentation in the complaint notes that the patient was taken to the hospital when she collapsed due to high blood sugar. She was revived using a defibrillator. She received IV and fluids for treatment. She does not recall much but notes that the cgm was 132 mg/dl with double arrows down while the bg was 1700 mg/dl. The length of stay was not documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.